Event description:
Caller reported blood glucose results of 15.6 mmol/l, 19.5 mmol/l, and 2.1 mmol/l on mobile system, 4.2 mmol/l on neighbor's aviva system within 10 minutes. No information was provided for the aviva system. Reported a second, separate comparison of 15.3 mmol/l, 16.8 mmol/l, and 5.3 mmol/l on the mobile system within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).